Event description:
The customer reports that in vascular specialties (xa) images and in fluoroscopy (rf) images the scale of the ruler is not accurate. The scale shows 5 cm which doesn't correspond with the real distance. If the customer did the same measurements on the modality and on the pacs, they receive different results. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).